Event description:
It was reported that a patient presented with post sensed t wave oversensing caused by pseudo fusion noted on the patient's device. No intervention or adverse patient consequences were reported.